Event description:
The user facility in the united kingdom reported a particle in the patients eye during phaco chop. The surgery was increased less than 15 minutes, and there was no medical intervention or clinical consequence to the patient.

Manufacturer narrative:
The particles have been requested for evaluation. The disposable pack was discarded by the user. The device history was reviewed and found to meet manufacturing specification. The investigation is ongoing.

Manufacturer narrative:
The product evaluation has been completed. One opened bl5114 pack from lot x1586 was returned in a plastic bag and an unknown irrigation/aspiration handpiece was returned loose in the pack tray. The assembly was dirty with fluid in the lines and in the collection cassette. Fluid has leaked out of the assembly and is all over the components and tray and inside the plastic bag. No white particles were observed in the cassette or the dirty fluid. Inspection of the I/a handpiece found that the tip has debris inside. The I/a handpiece was flushed with hplc grade water and multiple white-ish colored particles were found. The largest particle is hard to the touch and is approximately 298 microns long by 164 microns wide. The particulate was examined using energy-dispersive spectrophotometer equipped with a scanning electron microscope. Eds analysis indicated that the particle consists primarily of calcium and phosphorus. Lesser concentrations of oxygen, carbon, sodium, magnesium, and silicon were also detected. Analysis indicated that the particulate is consistent with calcium phosphate (bone) and mineral deposits. Neither material is a component of bl5114 product. The source of the returned particle cannot be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.